Event description:
A customer reported that a pt sample result was mis-associated with the test and name of a different pt. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.